Event description:
On (B)(6) 2011, the patient contacted lifescan (lfs) alleging that his onetouch ultramini meter was reading inaccurately low, and had a product manual in spanish only. On (B)(6) 2012 the medical surveillance specialist (mss) contacted the patient by phone for additional information. The patient advised that the alleged product issue began on (B)(6) 2011 at an unknown time. The patient advised that he obtained alleged low blood glucose of "102mg/d" on the subject meter and compared this reading to another (unknown) meter result of "269mg/dl" taken at the same time. The patient stated that the patient manages his diabetes with a combination of diabetes medications. The patient stated that approximately an hour after obtaining the alleged low result, he began sweating and so he contacted ems. The patient advised ems arrived obtained a unknown blood glucose result and based on this result gave him in insulin injection. No further treatment was received and the patient felt better after. During troubleshooting, the customer care advocate (cca) verified the reading with the patient. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k061118.

Manufacturer narrative:
07/23/2012: supplemental information: patient outcome attributed to adverse event was omitted in error on the 3500a.